Event description:
Vuelock system originally implanted for a c3-c7 fusion in 2004. Md subsequently noted 2 broken screws on x-ray. A revision surgery was performed in 2005. Patient condition is fine per md.